Event description:
It was reported that the patient passed away and the cause was not provided. The outcome was not device or therapy related. The device operated as expected. The patient passed away in 2019 and no information was provided. An autopsy was not performed. The pump was not explanted and would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. An autopsy was not performed, and the pump will not be explanted for evaluation. The customer reported that no additional information will be provided due to patient privacy laws. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and rev. B, are currently available. Section 1 ¿introduction¿ of the IFU lists adverse events that may be associated with the use of heartmate ii lvas, including death. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.